Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc115 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported there was a broken huber needle over the weekend. It was at the junction where the y port comes off the side. After 40 hours after being accessed it began leaking w/ 0.9ns w/ bicarb in it that was running at 83ml/hr. No patient harm was reported.